Event description:
It was reported that the nurse heard an alarm and said that the system "shutdown". The perfusionist was called to assess the event. The registered nurse (rn) attempted an emergency switch, but could not remember the correct sequence. The patient remained on the same console, motor and flow probe. When the perfusionist arrived to the bedside, no alarms were present and the device was operating as expected. The data logger showed no alarms prior to the entry of "system shutdown initiated". The nurse denied pressing the emergency hold to stop, or the green power on button. It was unclear from the clinicians if the rpm ever dropped or if flow was lost. The console was taken out of circulation. The patient did not suffer any consequences. The biomed did mention that the internal battery was expired. Associated MFR: 3003306248-2022-00013.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial#: (B)(6) was returned for evaluation with the reported event of the system alarming and shutting down. The centrimag 2nd generation primary console (serial#: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days (24jan2022 ¿ 26jan2022, 23feb2022 ¿ 24feb2022 per time stamp). Events occurring between 23feb2022 ¿ 24feb2022 took place during lab testing at abbott. On (B)(6) 2022 at 21:58, a ¿sf_ifd_shutdown_detected¿ sub fault activated, and the system was off. The system turned back on and a ¿motor disconnected: m2¿ alarm was active. The speed dropped to 0 rpm. The m2 alarm cleared at 22:00 and the speed was resumed. The centrimag 2nd generation primary console was returned for analysis to the service depot and was evaluated and tested. The console was functionally tested and passed all tests. The console was returned to the customer. The reported event could not be correlated to an issue with the console. The reported event was found to be related to the returned and associated motor and could not be correlated to an issue with the console. The console supported pump function as intended. Incidental findings: damaged speakers/s3 alarm, expired internal battery. The device history records were reviewed for the centrimag 2nd generation primary console (serial#: (B)(6) and the console was found to pass all manufacturing and qa specifications. The battery (serial#: (B)(6) that returned with the console was the original one shipped with the console. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m2 and s3 alarms. The 2nd generation centrimag system operating manual table 21 entitled "2nd generation centrimag primary console maintenance schedule" states to replace the internal rechargeable battery pack every 2 years. No further information was provided. The manufacturer is closing the file on this event.